Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, disability, impairment and disfigurement. According to the physician's office, the patient has not been seen since follow-up appointment on (B)(6) 2010. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is reported to be over 18 years of age.